Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "device displayed an error message" (device displays error message). The customer reported a system message displayed. Another system was used to complete the case. Add'l info on the event and pt status has been requested.

Manufacturer narrative:
No sample was returned. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An internal investigation has been opened. (B) (4). (B) (4). (B) (4).